Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's oxygen blending module board was replaced to address the issue. During the evaluation of the device at a third party service center, an issue related to the display was observed. The device's lcd screen was replaced to address the issue. The device had physical damage consistent with being dropped.